Event description:
It was reported that a loss of capture and episodes of automatic mode switch (ams) were observed on the right atrial (ra) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.